Event description:
It was reported that the implantable cardiac monitor had exhibited oversensing during episodes of patient syncope which prevented au to collection of the events. Interrogation of the device revealed that a symptom based event was collected at the time of the patient's syncopal episode and showed his heart rate was less than 30 bpm for approximately four beats. However, immediately prior to each intrinsic r-wave, there was one beat of oversensing by the device which prevented the device from seeing four consecutive events at the programmed bradycardia rate cut offs (4 beats at 1500 bpm). The device was removed and upgraded to an implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).